Event description:
It was reported that the attempted implant of this cardiac resynchronization therapy defibrillator (crt-d) was unsuccessful due to header issues. The physician reported difficulties inserting the lead into the header of this crt-d. The physician visually inspected the device. The physician believed the device header to be damaged and decided to replace the crt-d with a new device. No additional adverse patient effects were reported. The device is expected to return for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. High powered visual inspection determined that the rv ring and lv-3 spring contacts had become dislodged in their respective ports and were stuck within the rv and lv ports. The dislodgement of the spring contacts likely occurred during the implant procedure, during attempts to secure the leads within the header ports. The dislodged coil springs caused the reported difficulties in fully inserting leads into the lead barrels.

Event description:
It was reported that the attempted implant of this cardiac resynchronization therapy defibrillator (crt-d) was unsuccessful due to header issues. The physician reported difficulties inserting the lead into the header of this crt-d. The physician visually inspected the device. The physician believed the device header to be damaged and decided to replace the crt-d with a new device. No additional adverse patient effects were reported. The device is expected to return for analysis.